Event description:
It was reported that this patient was hospitalized due to infection and likely had electrocautery as a result of a fistula. This cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing of potential electrocautery, resulting in inappropriate anti-tachycardia pacing (atp). Available information indicates the device system remains in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional pertinent information become available this report will be updated.

Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery. Correction to field b5: describe event or problem. Correction to field d2: common device name. Correction to field h6: patient codes. Correction to field h6: device codes. Correction to field h6: evaluation conclusion codes.

Event description:
It was reported that this patient was hospitalized due to infection and likely had electrocautery as a result of a fistula. This cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing of potential electrocautery, resulting in inappropriate anti-tachycardia pacing (atp). It was noted the noise and oversensing was exhibited only on the right ventricular (rv) pace/sense and shock channel. Available information indicates the device system remains in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional pertinent information become available this report will be updated.